Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering and the reservoir was leaking. The customer¿s blood glucose level was 262 mg/dl at the time of incident and current blood glucose level was 337 mg/dl. The customer¿s blood glucose level was 120 mg/dl, 348 mg/dl and 369 mg/dl. The customer had symptoms related to high blood glucose level such as nausea and very tired. The customer was treated with insulin pump for high blood glucose level. The customer reported that the insulin pump was under delivering as the customer had to use manual injection to get the high blood glucose level down. The cannula was straight when removed and performed displacement test and found that no reservoir was detected. The insulin pump will not be returned for analysis and reservoir will return for analysis.